Event description:
A malfunction was reported on the pump. The customer's blood glucose level exceeded normal levels, with no specific value known other than "high" displayed. To address the issue, the customer administered a correction injection. Technical support provided instructions to reset the pump, which resolved the malfunction without recurrence. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred.